Manufacturer narrative:
This MDR is being reported after learning about a potential device related event following a review of clinical study records. The internal standard operating procedure for complaint reporting has been updated to reflect a requirement for all clinical study events to be handled in the same manner as all product complaints.

Event description:
Reported incident - due to the patient having left side shoulder septic loosening/infection.

Manufacturer narrative:
Manufacturer narrative: the reason for this reported incident was due to left side - septic loosening / infection left shoulder infection, op joint /op wound. This event did not indicate which devices were being removed. Outcome-resolved 1.2 years from date of shoulder replacement. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the septic loosening / infection. This investigation is limited in scope as limited information was provided to djo surgical - (B)(6) for examination. If information regarding cultures identified in the infection, the severity of the infection or any other relevant information is submitted at a future date, this investigation will be re-evaluated. A review of the implant device history records (DHR), shows that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the components that may have contributed to the septic loosening / infection. The device and its applicable concomitant devices were verified to have gone through acceptable sterilization processes and were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are in need of review. The root cause of this event is due to left side - septic loosening / infection left shoulder infection, op joint /op wound. There were no findings during this analysis that indicate that the reported devices were defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.